Event description:
(B)(6), 2011 failed bilateral all-metal christensen tm joint prosthesis was removed. Originally implanted (B)(6) 1997. Right side was broken into 5 pieces (ranging in size from 0.9 to 5.5 cm in greatest dimension) and badly worn. Due to bone growth in the joint area it was difficult for the surgeon to remove the christensen fossa prosthesis. Microscopic description showed densely collagenous connective tissue containing histiocytes, the cytoplasm of which is filled with particulate black foreign material which is nonfractile and nonpolarizable. The foreign material is not associated with an appreciable inflammatory response.